Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device using the pre-close technique via a 6f sheath hole prior to an electrophysiology pulse field ablation (ep) interventional procedure. Reportedly, the prostyle device was deployed without issues. During retraction of the device from the tissue tract, the suture was stuck on the o-ring (suture bearing) and did not release. Gentle manipulation was attempted to release the suture and was unsuccessful. The suture was then cut to free the suture and removed the device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f, sheath and the ep procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. Entrapment was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the suture was mal positioned in subcutaneous tissue, there was friable vessel, or the suture was caught under the foot. The o-ring of the returned device was visually and functionally tested with no abnormalities. It is also possible biological material was blocking the release; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: corrected lot number from unknown to 5030342. D4: expiration date updated to 2/28/2027. D4: primary UDI number corrected from ((B)(4). H4: device mfg date updated to 3/3/2025.